Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloons that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a dilatation procedure performed on (B)(6) 2024. During the procedure, the balloon burst when attempted to be inflated to 15 mm. The customer stated that no pieces of the balloon detached inside the patient and the balloon was intact when removed from the patient. A second cre pro wireguided dilatation balloon was opened and attempted to be used but, the same problem occurred. A different (15-18 mm) size balloon was used to achieve a 15 mm dilatation and the procedure was completed successfully. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.